Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A battery compartment crack was found below the bumper pad. Evaluation also revealed that all of the buttons were intermittently unresponsive. There was contamination under all buttons. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and contamination under the buttons. This report is made based on results of investigation completed on 06/19/2015.